Event description:
It was reported that the patient¿s device was removed about six months after surgery due to infection.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3093-28, lot# v184883, implanted: 2008 (B)(6); product type lead (B)(4).